Event description:
It was observed that during the device evaluation, the duodenovideoscope had a stain inside the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual 3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.